Manufacturer narrative:
Updated information: patient and device codes being updated based on additional information.

Event description:
Updated information: this device did not fracture as originally reported. The modular stem has fractured, which mates with this modular neck.

Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to titanium neck fracture.